Manufacturer narrative:
The insulin pump was received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller connector. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display was white and there was an alert occurring. Blood glucose level at the time of the incident was 104 mg/dl. During troubleshooting, the customer was unable to correct the issue. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.